Event description:
It was reported the patient was unable to set the ipg into MRI mode after a fall. System diagnostic recorded high impedances on two lead contacts. The device is providing therapy; however, surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000153869.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, electrically tested showed the returned lead stim ends and terminal end were passed isolation resistant testing. The cause of the reported event remains unknown.